Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked mdrs: 2029214-2019-00670, 2029214-2019-00672. If information is provided in the future, a supplemental report will be issued.

Event description:
Multicenter study of pipeline flex for intracranial aneurysms (leonardo b. C. Brasiliense, md, pedro aguilar-salinas,md, demetrius k. Lopes,md, danilo nogueira, md, keith desousa,md, peter k. Nelson,md, christopher j.moran,md, marcus d. Mazur, md, philipp taussky, md, min s. Park,md, guilherme dabus,md, italo linfante, md, imran chaudry,md) a total of 205 patients with 223 unruptured aneurysms were treated with ped flex (medtronic) over a period of 18 mo. The mean age was 55.7 yr (±14.4 yr) and ranged from 18 to 86 yr. There were 165 females (80.4%). Successful ped flex deployment was obtained in all procedures (100%). The 30-d neurological morbidity and mortality rate was 2.4% (5/205) with a 30-d neurological morbidity rate of 1.9% (4/205). All neurological morbidity and mortality occurred in anterior circulation aneurysms and consisted of ischemic events in 3 patients (1.5%) and intracranial hemorrhage in another patient (0.5%). The rate of intraprocedural events without neurological morbidity was 6.8% (14/205), consisting of intraprocedural ischemic events in 9 patients (4.5%) and hemorrhage in 5 patients (2.4%). Other technical events included difficulty capturing the delivery wire, which required a salvaging maneuver in 1 case (0.5%), retroperitoneal hematoma in 3 patients (1.5%), asymptomatic carotid dissection in 1 patient (0.5%), and device migration after deployment in another case (0.5%). Favorable clinical outcome (mrs 0-2) was achieved in 186 patients (94.4%) at discharge and 140 patients (94.5%) at 30 d. Among the 11 patients with unfavorable outcome (mrs 3-6) at discharge, 7 had prior moderate to severe disability (mrs 3-4). When these patients were excluded from the analysis, a total of 4 patients (2.1%, 4/190) had loss of functional independence or death after treatment which corresponded to 2 patients living with moderate disability (mrs of 3), 1 patient with moderately severe disability (mrs of 4), and 1 death (mrs 6) in our patient cohort (mortality rate of 0.5%). Functional outcome at 6 mo was available for 58 patients (28.2%, 58/205) and was favorable (mrs 0-2) in all cases. An elderly patient with bilateral symptomatic giant cavernous ica aneurysms had undergone treatment of a right lesion with a 3.5 × 18 mm pipeline classic (medtronic) 8 mo prior. Follow-up imaging showed persistent filling of the right aneurysm and previous attempts to treat the left aneurysm failed because the lesion could not be traversed for deployment with a flow diverter. A 3.75 × 20 mm pipeline flex (medtronic) was deployed telescoping the previous right ica device and balloon-dilation was performed with a 4.0 × 10 hyperglide catheter (medtronic) to improve apposition. During this maneuver, a longitudinal rupture of the distal ica occurred which resulted in a fatal hemorrhage. A, digital subtraction angiography (dsa) of the right internal carotid artery in ap view demonstrating persistent contrast filling of the right cavernous ica aneurysm 8 mo after treatment with pipeline classic. B, dsa in lateral view depicting measurements of the proximal and distal parent artery (white arrows) in preparation for pipeline flex placement. C, dsa showing contrast extravasation distal to the pipeline flex (white arrow) which occurred after balloon-dilatation of the device. D, CT angiography after the ica rupture demonstrating diffuse subarachnoid hemorrhage and vessel dissection.